Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by healthcare provider that patient authorization is required to release the device. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful as it was reported that patient authorization is required. Without return of the device or additional information the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 21mm bioprosthetic aortic valve, implanted two (2) years, three (3) months, sixteen (16) days, was explanted due to unknown reasons. The explanted device was replaced with a 21mm aortic valve. Attempts to retrieve additional information were unsuccessful. There were no complications reported.